Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-05663. It was reported the pt is unable to increase stimulation. An impedance check revealed high and invalid impedance. Reprogramming was unsuccessful. X-rays revealed a possible lead fracture at the anchor site. The pt will meet with a doctor about the issue on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.